Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unreadable and unresponsive. The customer experienced a high blood glucose (bg) level. Bg value not provided. At the time of the report with tandem technical support the customer had not addressed bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.